Manufacturer narrative:
Summary: post market vigilance (pmv) led an evaluation of one endo gia* ultra universal 12mm single use instrument opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Initial visual inspection of the instrument found no abnormalities. Functionally, the instrument was loaded a reload. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. A review of the device history records indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range and firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Based on the product analysis, the failure was confirmed to be attributed to the reported event. No enhancements or improvements were generated. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter after two successful firings in a wedge resection procedure, surgeon started to fire the handle with the reload but the firing stopped on the previous staple line. The handle could not be squeezed anymore. The staple line was incomplete. To resolve the issue, the staple line was resected and re-stapled. The procedure was completed with another device. The surgical time was not extended. The status of the patient is with no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.